Manufacturer narrative:
H3, h6: the cori console, pn rob10024, sn (B)(6), intended for use in treatment was returned. No visual non-conformances were identified. A functional evaluation was performed and confirmed the reported complaint. The console would not turn on and the blue user manual icon appeared on the console¿s screen. The software files were downloaded from the device and provided for investigation. The screenshots confirm the user re-entering the case after tibia bur all was selected. The log files were reviewed and found no further logging after the tibia bur all screenshot, indicating the system had abruptly shut down. Further investigation found a loose wire connection between the power supply and the tcu board. The console turned on after the wire had been properly connected. It is likely that this wire had become loose during the middle of the case, resulting in the console shutting down. Prior to restarting the system, it is possible that the console had been moved around in a way that a proper connection between the power supply and the tcu could be made, allowing the user to continue their case upon restart. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during cori tka sawbone demo, they experienced an issue in which the cori system shut itself off while in the tibia bone preparation screen. They were not using the robotic drill at the time. While explaining the various bone removal options for tibia preparation (they went through each individual cut option for the tibial), they began on the "burr initial cut" tab for the twin peg guide option, then they selected the "visualize cut" tab to demonstrate the plane visualizer tool, and then finally moved to the "burr all" tab to demonstrate the full effect of the burr. After selecting the burr all screen and moving the drill into place, the system shut down (the tablet went blank, the fan shut off on the console, and the front display screen on the console displayed the person reading the manual). To fix the situation, they turned off the console from the switch on the back, unplugged the system from the wall for 10 seconds, then proceeded to power on the system. They re-entered the case and resumed from where they left off without any further issues. To note, they completed the distal femur cut without any error. No patient was involved.